Event description:
Customer alleged while sitting in the walker, the seat frame gave away and the walker tipped over. No injury alleged.

Manufacturer narrative:
(B)(4). The consumer is a male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the seat frame allegedly gave way causing the 65650r rollator to tip over and the consumer to fall. The rollator is 12 years 4 months old, but the consumer alleges that he has had the rollator for only 3 - 4 years. The dealer has the rollator and RMA (B)(4) has been issued for the return of the product to invacare for an inspection and evaluation. No injury is alleged.